Event description:
Tip protector (blade shield) from the blade of the trocar came off in the patient. Tip protector (blade shield) was removed from the patient without incident.

Manufacturer narrative:
This failure was either a result of a pre-existing defect in the safety shield of the obturator, or as the results of the application of excessive force applied to the obturator. The integrity of each safety shield is assessed during reprocessing at ascent healthcare solutions. The components of the reported device were inspected under magnification during the manufacturer investigation.